Manufacturer narrative:
A siemens field service engineer (fse) was dispatched for system inspection. The fse performed a total service call and ran thirty replicates of multi diluent 11 and quality controls (qc). No issues were found. The cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The patient sample was repeated on both advia centaur cp instruments and the results were negative. The negative result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
On 05/23/2016 additional information: the siemens field service engineer (fse) went back to the customer site for another visit. The fse replaced the sample syringe and gray peripump tubing. All testing post service shows good precision. The cause for the discordant troponin ultra result is unknown. In addition, the customer utilizes stat spin to process samples which is not the recommended sample tube handling. Preanalytical factors cannot be ruled out. Preanalytic variables can affect the quality of the sample, and deviation from the recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false results, preanalytic factors cannot be ruled out leading to fibrin interference as the causative agent. The instrument is performing within specifications. No further evaluation of the device is required.